Event description:
On (B)(6) 2012 customer reported that their access 2i (synchron lxi 725) instrument generated 'positive' accutni results for five patients. These results were not reported out of the lab. Customer reran the samples on the alternate access 2i instrument and those results produced negative results. There was no injury or change in patient treatment associated with this event. Quality control (qc) was passing within the customer's established limits before and after event. Field service engineer (fse) inspected the instrument and found that the pinch roller and mixer were not mixing properly due to dried wash buffer. Fse replaced the roller and mixer. Fse ran a system check and a high sensitivity system check and both passed. Fse ran qc and level 2 accutni qc precision and both passed. Fse released the system to the customer after the system passed all system verification testing according to published performance specifications.

Manufacturer narrative:
Evaluation codes, results, code (other). Fse also replaced the roller.